Manufacturer narrative:
No unexpected audio/beep anomalies or bolus stopped alarm noted during testing. Device passed self-test. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Device received with scratched case, pillowing keypad overlay and fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call, a reminder bolus alarm was set for every two hours and it does not sound off systematically. Customer's blood glucose was unknown. The device is returning for analysis.